Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. It was also reported that multiple cartridge alarms (alarm 05 and alarm 06) occurred. Reportedly, the customer did not go outside the allowable operating altitude range and followed the load process. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer¿s blood glucose level was 133 mg/dl.